Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an aaa. It was reported that a follow-up CT 10 years later revealed that the proximal portion of the (B)(6) stent graft had separated from the vessel wall. Thrombus was observed between the vessel wall and the endurant stent graft, but not inside the stent grafts. It was noted that a type ia endoleak with aneurysm enlargement was confirmed. There were no issues reported with the endurant limbs. Since the neck had expanded to more than 32mm it was determined that additional cuffs would not be effective and due to the patient's advanced age, it is unclear whether open surgery will be performed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported ia endoleak could not be fully confirmed on the limited films received, although inadequate proximal seal was noted. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete cts were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. It is possible that disease progression with aneurysm morphology changes over the almost ten years since the implant of the stent grafts may have contributed , but this could not be fully confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.